Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised due to dislocation and metallosis.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the head and liner. Per procedure, this device(s) is exempt from device history record review. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Update rec'd 1/11/2017: medical records received for another complaint (B)(4) and while reviewing the records it was discovered the patient experienced some right hip grinding in (B)(6) 2016. At this time there is no new information that would change the existing MDR decision.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd (B)(6) 2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient was also experiencing pain. At this time there is no new information that would change the existing MDR decision.

Manufacturer narrative:
(B)(4).

Event description:
Pinnacle litigation record received. Litigation alleges significant harm, physical injury, bodily impairment, debilitating lack of mobility, inflammation, swelling, pain and suffering.

Manufacturer narrative:
Added: weight, describe event or problem, report source, date received by mfg. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 10/6/2016 - clinical der states patient was revised due to adverse tissue reaction.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Event description:
In addition to what were previously alleged, ppf alleges pseudotumor, metal wear and elevated metal ions.